Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer just got this bed and it was damaged. He said the frame that connects to the front casters is bent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the legs of the bed were damaged, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Customer just got this bed and it was damaged. He said the frame that connects to the front casters is bent.